Manufacturer narrative:
(B)(4).

Event description:
It was reported during implant of a new generator, the atrial lead was found dislodged. It is suspected the cause of lead dislodgment was from the patients sudden movements after reacting to an anesthesia change. The lead was explanted and replaced. The patient did not report any adverse consequences from the procedure and doing okay after the procedure.